Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2243072-2021-01313 was sent in error. The incorrect expiration date precedes the expiration time-frame, and is within specification, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that the expiration date is incorrect with a bd vacutainer® safety-lok¿ blood collection set. The expiry date on the package, the waybill and the batch certificate do not agree. Lot- does not match in the system 20e22t1.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the expiration date is incorrect with a bd vacutainer¿ safety-lok" blood collection set. The expiry date on the package, the waybill and the batch certificate do not agree. Lot- does not match in the system 20e22t1.